Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI unavailable. Followup with the complainant has been conducted for the lot number, and the information is not available. Type: international

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The type of this complaint is the revision due to the dislocation. The patient had undergone the primary surgery in (B)(6) 2003. This time, the patient suffered from dislocation. This symptom was not improved with the traction, so the revision took place in (B)(6) in 2015. The surgeon found some hollows on the verge of the removed liner in question (except the place where an extractor was used). The complainant requested the cause of these hollows. The surgery was complete without any delay. The patient is now under observation for a full recovery.

Manufacturer narrative:
Additional narrative: visual examination of the returned devices finds evidence to support the reported dislocation/ femoral head edge loading of the liner while implanted. The patient was primarily implanted with depuy devices in 2003 and revised in (B)(6) 2015. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded eleven years post primary implantation. No patient demographics have been made available. Patient x-rays were requested but not provided. Placement cannot be commented on. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Additionally, research using the as400 system indicates that several pieces from the reported insert lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.